Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.all available patient information was included. Additional patient details are not available.this report is being filed on, glp centrifuge module, list number 06q03-51, which has a same/similar component of the modular glp track system registered in the us, list number 04z96, 510k k213486.

Event description:
The customer observed that they had to pull the glp centrifuge out to retrieve a sample due to an error. When trying to push the centrifuge back in, it was noted to be falling off the track/drawer, and too heavy to try and put back on. No impact to patient management was reported. No impact or negative impact to the user occurred.

Manufacturer narrative:
The field service representative (fsr) was dispatched and was able to place the centrifuge back onto the rails in the centrifuge module, resolving the issue. Return testing was not completed as returns were not available. A review of tracking and trending for the glp centrifuge did not find any other complaints related to the current issue. No adverse trend was identified. This is the sole complaint over the referenced review period. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the glp centrifuge for serial m20a010007 was identified.

Event description:
The customer observed that they had to pull the glp centrifuge out to retrieve a sample due to an error. When trying to push the centrifuge back in, it was noted to be falling off the track/drawer, and too heavy to try and put back on. No impact to patient management was reported. No impact or negative impact to the user occurred.